Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended the bolus be reduced due to having insulin on board (iob- active insulin in the body). Review of the bolus history showed that the customer had accidentally programmed a blood glucose (bg) value of 0 mg/dl in the bolus feature. The customer acknowledged this occurred due to user error and not entering the correct bg value into the bolus feature. The customer's bg level was 174 mg/dl. Reportedly, prior to delivering the bolus, the customer overrode the pump calculations.